Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for post-dilatation. However, during the second inflation at 5 atmospheres for 7 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a coyote es balloon catheter with an unidentified stop cock attached to the hub. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole 4mm from the proximal markerband. There are numerous hypotube kinks. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device. With the reported information, there is no indication the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced for post-dilatation. However, during the second inflation at 5 atmospheres for 7 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.